Event description:
Related manufacturer report number: 3006705815-2022-00771. Imaging revealed that the patient's left lead had migrated and high impedances on both leads were noted. As a result, the patient underwent surgical intervention during which the leads were explanted and replaced. It is unknown specifically which lead had migrated, so it is being reported on both.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The reported event of high impedances was confirmed. Both leads were returned complete. Microscopic inspection identified a kink in the lead body where all of the internal wires were broken followed by a cam impression mark. The fracture wires are consistent with overstress condition that leads may have been subjected to while in vivo.